Manufacturer narrative:
The reported event of no telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt and the device was able to be interrogated upon arrival. The telemetry was normal and stable throughout the entire test. Analysis of the device indicated that there were no anomalies noted. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that the device was unable to be interrogated using inductive telemetry.

Event description:
It was reported that the device was having difficulty being interrogated using inductive telemetry. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.